Manufacturer narrative:
The active cord was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, based on similar reported events the most probable cause can be attributed to the debris or fluid inside the actuation block of the working element or the corresponding electrode is not connected properly inside the actuation block which can cause arcing. The working element's instruction manual warns users ¿introduce a new plasma kinetic supersect/loop device and the instrument cable into the sterile field. Insert the t-shaped connector on the instrument cable into the slot on the base of the white instrument mounting block. Ensure that the connector is fully seated within the block.¿ in addition, the OEM has attributed this type of phenomenon to fluids invading the connection block causing an electrical short to occur due to the poor connection of the electrode, working element and cable. If the active cord is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an endometrial ablation procedure, visible cautery spark was noted at the connection block between the cord and the electrode which resulting in the patient¿s cervix being burnt. It is unknown if the intended procedure was completed. The patient¿s course of treatment is also unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.